Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: the liquid was dark and cloudy when used.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe filled with approximately 5 units of a clear liquid in the barrel. Customer states that the medical solution sucked into the syringe was turned to dark and cloudy. The returned syringe was examined and exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 23 oct 2019, holdrege received a photo complaint for foreign matter in barrel. Visual inspection of the photo found ink smeared on the outside of the barrel. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: the liquid was dark and cloudy when used.